Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received critical pump error and broken force sensor alarm. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that they were not able to upload her insulin pump to care link due to unresponsive pump and they could not retrieve her settings. The customer was advised to revert the back up plan. The insulin pump will not be returned for analysis.